Event description:
Incorrect behavior: giving out during knee feltion, when pt is walking and standing there and the knee gave out and caused a fall, more level standing no incline goes into flextion when weight is on it. Pt fall was in january, broke his femer, had surgery to repair it, had a month before he was able to walk. Pt thought that he lost his balance, but continues for it to giving out, was walking with a cane. Discomfort major, 190 lbs activity high to moderate lives in a farm walks in the woods large lawn to mow daily routine major, doesnt feel like he can trust the knee without now using walker